Event description:
The complaint received states that during use, the revive thrombectomy device, self-expanding (frs21452299 / f62625) was ineffective. The study investigator commented that it was extremely difficult to track the fast se unit through a 0.027¿ rebar microcatheter; and that the anatomy was not tortuous. The investigator placed device distally to the occlusion per the IFU and training; however; clot was not removed and vessel remained occluded (tici 0). Fast device was replaced with a solitaire; and flow restored (tici 2b). There was no report of injury for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. The complaint received states that during use the revive thrombectomy device, self-expanding (frs21452299 / f62625) was ineffective. The study investigator commented that it was extremely difficult to track the fast se unit through a 0.027¿ rebar microcatheter; and that the anatomy was not tortuous. The investigator placed device distally to the occlusion per the IFU and training; however; clot was not removed and vessel remained occluded (tici 0). Fast device was replaced with a solitaire; and flow restored (tici 2b). There was no report of injury for the patient. With the information available and without the product available for analysis the complaint could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. Device ineffectiveness is a known potential product malfunction associated with the use of thrombectomy devices. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the limited information suggests that patient, vessel and procedural issues may have contributed to the reported event.